Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and non-boston scientific right atrial (ra) lead continued to exhibit high out of range pacing impedance measurements greater than 2,000 ohms resulting in an alert in the remote home monitoring system.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and a non-boston scientific right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms. No noise was observed on stored electrograms (egms) and no noise was able to be produced with pocket manipulations or high output pacing. Technical services (ts) discussed the potential of a lead to device header connection issue or lead issue and discussed the option changing the atrial tachy response (atr) duration. The physician changed the atr duration from 8 to 0 and monitoring will be continued. Subsequent information was received that continued high out of range pacing impedance measurements greater than 2,000 ohms was observed resulting in an alert in the remote home monitoring system. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and a non-boston scientific right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms. No noise was observed on stored electrograms (egms) and no noise was able to be produced with pocket manipulations or high output pacing. Technical services (ts) discussed the potential of a lead to device header connection issue or lead issue and discussed the option changing the atrial tachy response (atr) duration. The physician changed the atr duration from 8 to 0 and monitoring will be continued. This product remains in service. No adverse patient effects were reported.